Manufacturer narrative:
Additional information was received on 1/29/2017 that the customer is no longer having issues with the pump battery. Reportedly, the customer will continue to use the pump for insulin therapy. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery dropped from 100% to 65% immediately after being removed from a power source. There was no impact to the customer's blood glucose level.